Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) white male patient had impella cp optical pump inserted in the left femoral artery (lfa) for acute myocardial infarction (ami)/ cardiogenic shock (cgs). Upon removal of the peel-away sheath post procedure, it was noted that the lfa site was bleeding and despite attempts to angle match the catheter and "snug" the perclose sutures around the sheath the site continued to bleed. The physician decided to remove the pump and obtain hemostasis on the lfa site with perclose. A second pump was placed due to hemodynamic instability. A central line was placed for blood/fluids to be administered. The patient was initially given two (2) units of whole blood and three (3) more units of whole blood was giving during the case.